Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product ID 6935-65 implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that there was a hematoma in the area of the pocket. The pocket was revised and the device remains in use. No patient complications have been reported as a result of this event.